Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties are due to user error. The subsequent patient effects, treatments, surgical procedures, hospitalization, and delay in procedure are due to case circumstances. It should be noted that the instructions for use IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Additionally, the device retrieval instructs: do not continue to retract the barewire filter delivery wire against significant resistance. Dissection and pain are listed in the IFU as potential adverse events associated with the use of embolic protection systems. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery. After placement of the emboshield nav6 filter, the lesion was pre-dilated and a 5.5 x 150 supera stent was successfully deployed. During removal of the nav 6, the wire was pulled very hard which caused the filtration element to get caught in the deployed supera stent; however it was not completely hung up and was able to be pulled through. After additional pulling of the wire, the filtration element could not be pulled into the sheath and bunched at the tip of the sheath. The patient had a sharp pain but was not in respiratory distress. The patient was intubated and a cut down procedure was performed to remove the filtration element. The supera stent remained implanted and was not damaged. Additionally, when the filter was pulled back, it caused a dissection in the external iliac, which was treated with 2 absolute stents. As it took 6-7 hours to complete the procedure, there was a clinically significant delay and the patient stayed longer than expected. The patient was moved to the care unit in stable condition and extubated the next morning. No additional information was provided.